Manufacturer narrative:
Product analysis confirmed a fluid leak in kink resistant tubing at the pump-strain relief junction as the most probable cause of the reported events. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Product analysis of the returned components confirmed a product malfunction that aligns with the reported events. The product record review indicated reported events do not represent an unanticipated event. The investigation conclusion code of cause traced to component failure was chosen because a component failure identified during product analysis was found to be the most probable cause of the report of fluid loss. Based on the results of this investigation, no escalation is required. This conclusion is supported by the following objective evidence:

Event description:
It was reported that the patient underwent replacement surgery for the removal and replacement of ams 700 inflatable penile prosthesis due to fluid loss that resulted from ruptured tubing.

Event description:
It was reported that the patient underwent replacement surgery for the removal and replacement of ams 700 inflatable penile prosthesis due to fluid loss that resulted from ruptured tubing.